Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, vessel sealer locked down on tissue and would not release. The technician used a hemostat to unlock. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument jaws opened as expected after functional tests. The instrument passed the electric continuity test. Review of the procedure logs was unable to confirm any failure. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.